Event description:
Per key account specialist, "ahm, has (7) of 65650 that have bad brakes out of the box. They¿re stating that when the brake is engaged on the wheel, even without pressing on the brake handle as to push the unit, the rollator drags. Lot number is mx140515. Let me know if you have any further questions."